Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from rows 11 to 19 from the proximal end of the stent were raised from the balloon and damaged. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was slightly kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the moderately calcified left circumflex artery. A 7f guide catheter was placed. After a 0.014 guide wire crossed the lesion, a 24x2.50mm promus premier¿ stent was introduced into the patient however significant resistance was encountered. It was then noted that the stent was damaged. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the moderately calcified left circumflex artery. A 7f guide catheter was placed. After a 0.014 guide wire crossed the lesion, a 24x2.50mm promus premier¿ stent was introduced into the patient however significant resistance was encountered. It was then noted that the stent was damaged. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.